Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "last week". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported via email that they received a reading of 9.7 mmol/l (175 mg/dl) on the sensor scan and they were "a little light headed so going on instinct my wife gave me some coke to drink and got out the old tester which read 3.1 mmol/l (25 mg/dl)". It is unknown if the comparison meter is an adc meter or a competitor brand meter. Customer further reported, "the next I remember is the ambulance and paramedics asking me my name it took them well over an hour to get me awake". No information regarding additional treatment or diagnosis were reported and attempts to gather this information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported via email that they received a reading of 9.7 mmol/l (175 mg/dl) on the sensor scan and they were "a little light headed so going on instinct my wife gave me some coke to drink and got out the old tester which read 3.1 mmol/l (25 mg/dl)". It is unknown if the comparison meter is an adc meter or a competitor brand meter. Customer further reported, "the next I remember is the ambulance and paramedics asking me my name it took them well over an hour to get me awake". No information regarding additional treatment or diagnosis were reported and attempts to gather this information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor were reviewed and the dhrs showed the fs libre sensor passed all tests prior to release. Stability data for fs libre sensor was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and freestyle libre, no further track and trend review was required due to low rate of confirmed complain. If the product is returned, the case will be re-opened and a physical investigation will be performed.